Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device and confirmed the reported issue. The customer was provided with a quote for the repair/service of the device. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilators power light emitting diode (led) was not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report :15mar2019, date rec¿d by MFR : 07mar2019. The philips service engineer replaced the power switch overlay to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.